Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas reporting a button/keypad tactile changes/unresponsive issue. The reporter indicated that the down button was not always responding and sometimes took multiple presses to respond. The reporter confirmed no damage noted to the keypad. There was no reported adverse event associated with this complaint. This report is made because the reported issue was not resolved with troubleshooting.